Event description:
It was reported that the advocate of the patient with this pacemaker system called technical services (ts) and reported the patient had experienced a syncopal episode. Ts advised the advocate to contact the patient clinician for further evaluation. At this time, no adverse patient effects were reported. This pacemaker remains in service.